Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient underwent an unrelated surgical procedure. Patient is unsure if the ipg was placed in surgery mode as recommended. Thereafter, the patient lost therapy. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.